Event description:
The dragonfly jp catheter was inserted into the coronary artery. The physician flushed the catheter again with contrast using a syringe, as he felt it had not been flushed enough. The physician believed the flushing was not correct since there was too much fluid and no resistance felt. Then, the patient's hemodynamic status became unstable (slow flow). Medicine was given to stabilize the patient. The patient was discharged in stable condition after an additional 1 day stay.